Event description:
It was reported that the patient experienced diaphragmatic stimulation. It was also reported that the right ventricular (rv) lead experienced an increase in pacing impedance, non- capture and potential lead fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.